Event description:
It was reported that the tubing had a balloon in the pumping segment. The event occurred last week.

Manufacturer narrative:
The customer¿s report that a bulge developed on the soft latex portion of the tubing in the main channel was confirmed. Visual inspection of the set noted the silicone segment tubing had a bulge (.9130 inches long, .5365 inches wide), discoloration, and was weakened just below the upper fitment (p/n tc10008721). Clear liquid was observed inside both of the set¿s tubing and the drip chamber. No other anomalies were observed. Functional testing resulted in no ballooning. Three samples of the silicone segment were analyzed and the walls were found to be concentric. The root cause for the source of the excessive pressure was not determined.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tubing had a balloon in the pumping segment. The event occurred last week.